Event description:
The caller got a reading of 251 mg/dl in 2006 from her adc device. The caller reports feeling lethargic, being incoherent and loosing appetite. The paramedics were called and she was brought to the hospital where she was treated with i.v. Glucose. The callers physician changed her medication while she was in the hospital. The caller stated on 12 days later that her medication and infection lowered her blood glucose. The adc device reading was not consistent with the treatment provided at the time of the event.